Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was found to have a broken conductor wire at the proximal end. The conductor wire was broken at the at the connector at the proximal end. This failure caused the instrument to fail the electrical continuity test and seal test. No signs of thermal damage were observed. Additional observation(s) related to customer reported complaint: the instrument was found to fail during initialization. The instrument was place on an in-house system and failed seal test on 3 of 3 attempts. Review of msc log verified nine homing failures with error code 22026 and description "vessel sealer extended failed during homing on usm3 (toolid: vessel sealer extended)." The broken conductor wire at the proximal end caused instrument to fail during seal test. The instrument was installed on in-house system. The instrument then passed self-test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed as expected. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage during use. Damage to the conductor wire can result from mishandling the instrument, such as collisions with other instruments or hard surfaces.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported the vessel sealer extend instrument attached to the robot however, it was not recognized. The procedure was completing as planned with no reported injury.